Manufacturer narrative:
Complain allegation is confirmed. One unpackaged, ar-1927bcf-45, batch 15103331, was received for investigation. Visual evaluation confirms that the anchor is detached from the device and is broken. Functional testing couldn't be performed due to the damage of the device. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical force. As well as improper bone preparation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that an anchor was broken during insertion. The procedure was completed by using another new ar-1927bcf-45, no patient harm and no secondary procedure was needed. All fragments were retrieved. This occurred during use in a case with no patient effect.